Event description:
It was reported that high defibrillatory impedance was observed on the right ventricular (rv) lead. The rv lead was to be tested prior to a routine generator change procedure. During the procedure when attempting to connect the rv lead to a new generator /defibrillator, it was noted during insertion that there was a breach in insulation at the end of the rv lead's connector pin. The breach could not be repaired. The rv lead was replaced (B)(6) 2026. There were no adverse events or patient consequences, the patient was stable.